Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had motor rub, low rotations per minute (rpms) and an air leak. It was determined that the device had motor rub because the bearings were worn and the vanes were broken. It was further determined that the low rpms were due to the broken vanes. It was determined that the air leak was due to hole in the hose from allowing the hose to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the sterilization process, it was observed that the motor device would not accept the burr device. During in-house engineering evaluation, it was observed that the device had motor rub, low rotations per minute (rpms) and an air leak. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact day of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.